Event description:
The manufacturer received information alleging a ventilator was emitting a strange noise. There was no harm or injury reported. There was no indication the device was in patient use. The device was evaluated at the manufacturer's service center and service require alarms indicating an oxygen blending module failure were observed. The device's oxygen blending module and oxygen blending module harness were replaced to address the issues. There was no documentation on verification of a strange noise being heard. This issue would not affect the device's ability to deliver therapy as designed.

Manufacturer narrative:
The manufacturer previously reported service require alarms indicating an oxygen blending module failure were observed. The device's oxygen blending module and oxygen blending module harness were replaced to address the issues. The device's oxygen blending module subassembly was returned to the manufacturer's product investigation laboratory (pil) for additional evaluation. The component was visually inspected and no defects were observed. The component was placed on a test station and passed all testing. The pil concludes the component operated as designed.